Event description:
Information was received that surgery occurred and the high impedance was resolved with reinserting the lead pin. It was reported that the surgeon immediately noticed something was wrong once he saw the pin, and once it was reinserted, lead impedance was checked 5 times and showed good lead impedance. No additional relevant information has been received to date.

Manufacturer narrative:
D suspect medical device, corrected data: supplemental report #01 inadvertently did not update the suspect device to the associated generator. H6 investigation findings, corrected data: supplemental report #01 inadvertently did not include code ¿c0205 ¿ open circuit¿.

Event description:
It was reported that the patient's device showed high impedance and current not delivered. The patient's generator was recently replaced in less than 3 months prior and the patient has been experiencing breakthrough seizures, thought to be related to the loss of therapy. No surgical intervention has been reported to date. No additional relevant information has been received to date.